Event description:
Additional information was received, it was reported the patient's doctor needed to secure the battery more. The patient required a minor surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they are having problems with the implant pinching their skin on the inside. Patient mentioned they don't sleep at night due to the pinching and charging the implant is harder than their previous implant; patient added that placing the recharger takes a while and charging takes longer than their first implant and that they could feel the first implant they had by touch and they cannot with their current implant. Patient noted that charging the first implant was easier and that now if they move the charge session stops and it takes half a day; patient added they have to play with the recharger in order to charge and it is difficult. Patient noted that they went back to the doctor 2 times and they said nothing is wrong with it but patient can't even turn and they have to massage it to get it in place to stop pinching them and it really hurts and is why they are going back to the doctor again for the same thing. Patient mentioned they don't sleep at night and have to sleep in a recliner because as soon as they lay down the implant pinches their skin on the inside and they're getting pinched. Patient mentioned that their first implant didn't pinch but this implant does and it pinches them when they twist and are just having a hard time. When asked for an event date; patient noted 2 years ago but were told it was because they lost weight but it still bothers them a lot and pinches them a lot. Agent documented the reported events.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.